Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the device got hot behind the hinge of the jaws. The surgeon said he could not feel it with his hands but he noticed a small second degree burn mark on the patient's neck where he rest the device during sealing. The surgeon was not sure if the burn was from the steam or from the base of the jaws behind the hinge. The procedure was completed with the same device. Burn was treated with topical ointment.